Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and noted all quality control (qc) levels for creatinine_2 (crea_2) were down and isolated to a single well of the reagent pack. Qc was acceptable in well and with other reagent packs. The customer stated that other assays that ran on the same samples were acceptable.siemens dispatched a customer service engineer to the customer site. The cse inspected the atellica ch 930 analyzer and verified all mechanical functions. Qc testing was performed and acceptable. The customer ran patients and observed no issues. Siemens is investigating the event.

Event description:
The customer obtained one discordant falsely depressed creatinine_2 (crea_2) result on an atellica ch 930 analyzer and reported the result to the physician(s). The customer used the same sample to perform repeat testing on an alternate atellica analyzer and noted the repeat result was higher and considered correct. The customer stated the repeat result fitted the patient clinical picture and history and issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed crea_2 result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00244 on 31-aug-2022. Additional information (13-sep-2022): siemens reviewed the information provided and noted no indication of reagent delivery or foaming issue based on photometer data. Quality control (qc) was in range, and no issue was noted with other patient samples indicating that the instrument and reagents were performing acceptably. Based on the maintenance performed on the atellica ch 930 analyzer, the siemens customer service engineer (cse) noted no mechanical issue. The potential cause for a falsely depressed creatinine_2 (crea_2) result on one patient sample is unknown, and siemens cannot rule out pre-analytical variables or sample-specific issues as contributing factors. The atellica ch 930 analyzer is operating as specified, and no further evaluation of the device was required. Section h6 is updated to reflect a new investigation findings and investigation conclusions code.